Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer has been experiencing high blood glucose levels (400 mg/dl). Customer has changed insulin from using humalog to novolog, and changes cartridge and infusion set every five days. Pump is only used for basal rate, and uses manual injections for boluses. Pump passed delivery system check.